Manufacturer narrative:
The lot was manufactured july 13, 2015- july 14, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor took 40 hours longer than the normal infusion time to infuse. There was no patient injury or medical intervention associated with this event. No additional information is available.